Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during dwell 4 of 4. The baxter technical service representative (tsr) explained the alarm to the registered nurse (rn). Per rn, there were no leaks, unused line is closed and hp did not disconnect. The tsr had the rn cycle power to clear the alarm. The tsr assisted the hp to retrieve cassette and readings. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. The complaint could not be confirmed due to lack of sample; therefore, the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.